Event description:
It was alleged that the mattress slid off from the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The stryker account manager identified that the customer was tucking their sheets too far under the mattress allowing the mattress to loose contact with the stretcher surface. The stryker account manager re-inserviced the users on the mattress and the issue was resolved.

Event description:
It was alleged that the mattress slid off from the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.